Event description:
The facility representative reported a flogard infusion pump that did not work. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "did not work" was confirmed as defective force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. Should relevant additional information become available, a follow-up MDR will be submitted.